Event description:
While ablating the patient, a spline was found to be defective. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).